Event description:
User facility reported that the pt was receiving blood transfusion with the fluid warmer listed above. Time the device was in use cannot be confirmed by reporting facility. The reporting facility stated that during the procedure the warmer gave an air in line alarm and the alarm condition could not be resolved by the staff attending the pt: approx 10 minutes elapsed attempting to resolve the alarm. The reporting facility stated that the staff then detached the filter from the fluid warmer which allowed the warming/infusion procedure to continue without the air-in-line detection feature engaged. According to the reporter the pt expired. Cause of death has not been confirmed by reporting facility at this time.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.